Event description:
Plaintiff alleges becoming allergic to latex caused by wearing latex gloves. Alleges that she suffered from shortness of breath, asthma, swelling, itching, rashes, hives, and anaphylaxis. In addition, she alleges suffering great despair, loss of enjoyment of life and great loss and depreciation of her earnings and earning capacity and will continue to suffer same for an indefinite time in the future. Plaintiff's husband, alleges loss of consortium of his wife.